Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: device work order search. Evaluation result: a device work order search was performed and one similar complaint was found within the work order. Conclusion: based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-1 aq20107v 19.5 diopter preloaded injector. There was resistance when handling screw plunger but then it went smoothly and implantation was completed. There were no adverse events reported.

Manufacturer narrative:
Method - (process evaluation): device history review. Results - (operational problem): based on the DHR review, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause any nonconformances of the injector system. The physician report does not indicate any issues or exceptional conditions contributing to the complaint issue. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).